Event description:
It was reported the customer had 2 foley catheters where the balloon developed a crack. They replaced catheter with a second one and it did the same thing. There was no exposure to the patient or to the health care worker and no harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. A red 2 way foley catheter was returned opened without original packaging. It was noted the catheter balloon had a tear. Using a luer lock syringe the catheter was attempted to be inflated with 10 ccs of di water. The di water began to spray from the tear of the catheter balloon. Sample does not meet specification, as it would not pass functional - leak testing. As it is unknown what caused the balloon tear the event will be confirmed cause unknown. The product was used for treatment purposes. A potential root cause for this failure could be "over inflation during use" or "exposure to petrolatum based lubricant or other degrading materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." "Recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 15cc balloon: use 20ml sterile water. 20cc balloon: use 25ml sterile water. 30cc balloon: use 35ml sterile water. 40cc balloon: use 45ml sterile water. 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported the customer had 2 foley catheters where the balloon developed a crack. They replaced catheter with a second one and it did the same thing. There was no exposure to the patient or to the health care worker and no harm to the patient.